Event description:
Information was received from a healthcare provider (hcp) via a clinical study and manufacturer¿s representative regarding a patient who was receiving unknown opioids via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient was admitted for opioid overdose. The event date was noted as both (B)(6) 2016 and (B)(6) 2017. Actions taken were unknown. The event status was unknown. No further complications were reported/expected.

Manufacturer narrative:
Analysis of the pump identified no anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.